Manufacturer narrative:
An investigation is ongoing, and no conclusion is yet drawn on this issue of discrepant results.

Event description:
Pt sample referred to a pathology service in another country had an initial neg result for hepatitis hbsag and an elevated liver function test (lft). Referral doctor requested additional testing, this time results were 'low positive' with lft's still elevated. Laboratory tested the additional sample with other two methods which gave positive results. In summary, the initial result is negative on the centaur but reactive on other methods. Repeat sample on centaur is low reactive and high reactive on two other methods.